Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator turned off and then cycled back on continually. There was no patient involvement reported. The unit was returned to medtronic/covidien for evaluation and repairs. An investigation was performed on the returned unit and the reported condition was confirmed. To address the issue, the single board computer (sbc) board and coin battery were replaced. The unit passed all testing and operated within the manufacturing specifications.

Event description:
It was reported that the ht70 ventilator turns off then cycles back on continually. There was no patient involvement reported.